Manufacturer narrative:
A record was originally determined to be not reportable. A retrospective review of complaints related to this complaint was conducted to reassess reportability. Based on this additional evaluation, it was determined that this complaint meets the criteria for reporting and is now being submitted accordingly, leading to a late report.

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alledged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a40 device at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e-88, indicating that the device cannot be operated after three restarts. The service manual states to replace the pca; however, the service technician did not specify in the repair eval which component needed to be replaced to address the vent inoperative error code; however, the evaluation notes state that due to e-96 - although unrelated to the report malfunction, the pca needed to be replaced. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repairs were performed and the device is to be scrapped at the request of the customer.